Event description:
It was reported the left ventricular (lv) lead was attempted to be placed but due to patient anatomy the lead was never stable in any location and would dislodge. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694958 implantable tachy lead implanted: 2007 (B)(6); product ID (B)(4) implantable cardioverter def brillator implanted: 2007 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2007 (B)(6). (B)(4).